Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no further information was provided.

Event description:
It was reported that the large volume pump (lvp) device was delivered to biomed with a note that the door was not working correctly. Biomed found the membrane frame to be broken. Biomed repaired the membrane frame and put the device back into service. Although requested, no further information was provided.